Event description:
Report received of an overdelivery found during preventative maintenance testing. During testing at the user facility, the device delivered a measured volume of 80ml instead of the expected 50ml. Delivery accuracy for this device requires delivery of +/- 10% of the set amount. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.